Event description:
It was reported that the catheter was placed for obstetric use. During removal of the catheter, it separated and a 2" piece remained in the pt. There are no plans to remove the small piece of catheter, and there were no additional complications.